Event description:
An x-ray procedure was being performed for a pain mgmt injection on a pt. Shortly (about 15 to 20 minutes later) after the injection, the pt went into cardiac arrest. The nurse was able to resuscitate the pt but is now in a vegetative state.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.